Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; d9; g3; h2. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the positioning guide rod fractured. There was no harm or health consequences to the patient. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the provided picture identified the tip has fractured from the guide rod. Device was not returned, no further analysis can be made. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6. Visual examination of the returned product identified the guide rod is fractured near the larger end of the tapered region of the tip. The fractured tip has deformations present on the radius¿ d end. There are grooves around the rod near the fracture site on the rod side of the fracture. There are scratches and dark lines around the rod. No other damage was noted during visual evaluation. This device has an approximate field age of 3 years. Measurements were within limits. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.